Event description:
It was reported to philips that the device's battery requires replacement.there was no patient involvement.

Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and a replacement battery was needed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced to resolve the reported issue.

Manufacturer narrative:
Following the initial call, additional information was not provided and there has been no further documented action by the customer. It is unknown if the device was evaluated or repaired as no further information was made available. Multiple attempts were made to request information regarding resolution of the reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text: unable to contact the customer for further information.